Manufacturer narrative:
The insulin pump was received with a severely scratched display window, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
The customer reported via telephone call that the insulin pump was damaged. He did not recall the blood glucose reading. The insulin pump was cracked around the battery compartment and the screen was scratched, making the it difficult for the customer to read. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.